Event description:
It was reported that when using the bd pyxis¿ es server, the customer reported that 13 machines had expired passwords, which prevented access to the pyxis services. They requested that a new password be generated for each affected machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation in this incident, a technical support specialist (tss) contacted the customer, who stated that the issue had previously been worked on by a tss, but no related tickets were found under tss name. Customer mentioned that waiting for a call back from that tss. Upon checking, the assigned tss was out of shift. The tss was advised that a new ticket would be created and reassigned to an available es specialist for further assistance. The customer acknowledged.